Event description:
It was reported that the device stopped working after the second clip was fired. The clips would not "bite tissue" properly and would not stay on. The clips would not close enough, and they might have been deformed. Both clips were removed. A device from another MFR was used to complete the case. There was no pt injury. Add'l info was requested, but no add'l info was provided.

Manufacturer narrative:
Final device investigation found that the device returned did not belong to this MFR. It is possible that the wrong device was returned as another device had been used in the procedure. The device history record was reviewed and no discrepancies were noted. As all devices are visually inspected and functionally tested prior to release, no conclusion could be made to what may have caused the reported event.